Event description:
It has reported to co that the occlusion balloon being used in a pt's saphenous vein graft to the diagonal would not deflate when required. The occlusion balloon wire was inserted into the pt's saphenous vein graft to the diagonal and inflated to 3.5mm to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed a stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician attempted to deflate the occlusion balloon three times and it would not deflate. The physician decided to attach a 20cc syringe to the adapter and pulled negative to deflate the balloon and the balloon still would not deflate. The physician checked to make sure everything was properly aligned and it was. The physician attempted to deflate again and the balloon would not deflate. The pt deteriorated immediately. The physician removed the entire system with the occlusion balloon still inflated. The code was called for the pt and all attempts to resuscitate the pt were unsuccessful. The pt expired. The device was discarded by the hosp. The physician feels that the non-deflation of the occlusion balloon did contribute to the pt's death. The physician commented that the pt had a sharp bend in their anatomy and that could have caused a kink that was not seen and that might have caused the difficulty in the deflation of the balloon.